Event description:
It was reported that the unit failed at the end of case with a ventilator failure. No patient harm reported.

Manufacturer narrative:
The investigation was based on log file analysis and revealed that the sw could sporadically not detect the signal of the pressure sensor which monitors the pressure inside the cylinder of the ventilator. To protect the patient from potentially hazardous output, the device is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation with the built-in breathing bag is still possible; the monitoring functions remain unaffected. The root cause for the signal loss could not be determined - the device was subject to an on-site test and did not exhibit any deviations. A plausible explanation would be that humidity has disturbed the signal detection of the sensor temporarily - traces for that cannot be found afterwards due to evaporation. Dräger finally concludes that the device responded as designed upon the underlying error condition. The number of similar cases related to the same root cause is within accepted range.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the unit failed at the end of case with a ventilator failure. No patient harm reported.